Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter (originating from fibers such as gauze and towels) larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. The device was evaluated where no abnormalities were found that could have cause or contributed to the event. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to service where evaluation found foreign matter clogging the nozzle. There was no harm or user injury reported due to the event.